Manufacturer narrative:
11-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer called stating the tampon strings were breaking. No injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer called stating the tampon strings were breaking. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the tampon strings were breaking. No injury was reported.

Event description:
Consumer called stating the tampon strings were breaking. No injury was reported.

Manufacturer narrative:
Initial lot code investigation results on 21-dec-2020 showed no failure identified. An investigation is in progress for returned product.